Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of fainting spells and nausea. Upon interrogation of the pacemaker, it was discovered that the right ventricular lead exhibited a polarity switch to unipolar mode due to low lead impedance. An isometric testing was performed, and noise oversensing was seen on the lead resulting in inhibition of pacing in unipolar mode. On (B)(6) 2020, the lead was successfully capped and replaced. The patient was doing well post procedure.